Event description:
A customer reported an altitude alarm issue with their insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant impact. The customer regularly cleans the pump to prevent such alarms and does not wear it against their skin. A replacement pump will be provided by cts, and the customer is instructed to use multiple daily injections as a backup therapy. The customer was informed about the replacement procedure, including sending the faulty pump back with a prepaid label, and the training available for the new pump. The issue has previously been reported, and the pump is still under warranty.